Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient's physician was unable to start the lead implant procedure on (B)(6) 2020, due to the patient having a vomiting reaction to the anesthesia. Procedure was abandoned.